Event description:
The customer reported via phone call that their insulin pump would not stop priming. The customer stated that insulin would exit the tubing but that no numbers displayed on the screen. The customer's blood glucose was 171 mg/dl. The customer confirmed that insulin was squirting out during the prime process. While troubleshooting, the customer stated that there was not a gap between the piston and reservoir stopper. The customer also stated that they did not receive the compromised force sensor system alarm. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.